Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device error code 1720 was displayed confirming the initial complaint. The backup capacitor, latch lock, dso low downstream sensor, cracked rear housing, front housing, keypad, overly, realtime clock battery were all replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720". No reported adverse effects.